Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the device would not staple or cut on the initial firing. Another device was used to complete the case. No damaged tissue was encountered during removal of the device.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.